Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient mentioned their previous ins had stopped working and gotten out of place somehow so it had been replaced with their current device. No patient symptoms were reported. No further complications were reported or anticipated. [Omitted information from (B)(4)-diarrhea and (B)(4)- friend's device]